Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the pump module took longer than expected to infuse cyclical tpn, secondary to the nurse's inability to return to reprogram the volume to be infused (vtbi) every hour resulting in a 2-hour delay for the patient to be discharged.